Manufacturer narrative:
This report is submitted on july 06, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.